Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 103 mg/dl, compared with the sensor reading of 48 mg/dl. Prior to this, the blood glucose was between 108-110 mg/dl, and the sensor reading was 60 mg/dl. The customer also observed a bent sensor cannula. He was advised to clear the threshold suspend alarm. He was advised that he may have inserted the sensor too close to his belly button, and he stated that he would keep it inserted. He advised that if he decided to remove the sensor, he would call back to replace the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.